Manufacturer narrative:
The customer¿s reported complaint of defective display boards were confirmed as dim segments on the 3 returned pcbs, identified while testing during the investigation. The faulty returned pcb display boards were identified with dim segments on the pcb led u4 modules during testing. According to the srd-878 rate display viewability (ddm 10000041442 medley baseline srd-19), returned display boards are out of specification. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. There was not patient involvement associated with the reported failed display boards or pump modules.

Event description:
It was reported that 3 defective display boards were found defective during the scheduled annual preventative maintenance. There was no patient involvement, harm or delay reported by the customer.